Event description:
It was reported that a stent procedure was performed on a male patient with triple vessel disease and a do not resuscitate order. Reportedly the cardiac surgeons refused to do a bypass. The target lesion was in the proximal circumflex. Reportedly the patient had a systolic blood pressure in the 60's throughout the case. After a ptcra was performed, the stent was deployed and post dilated. The vessel was open but the diagonal had gone down, (presumably jailed by the stent). A guide wire was inserted through the stent struts into the diagonal. At that time the patient arrested. CPR was performed, but due to the dnr order, excessive measures were not taken and the patient expired.